Event description:
It was reported that during a sleeve gastrectomy procedure, a serosal tear was found. The staple line was over sewn and the procedure was continued. One-week post op, a leak was found on the staple line where this occurred. The surgeon treated the leak non-surgically, with a drain and meds. The patient is okay, but status is being monitored.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.